Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Investigation summary: one photo sample was provided to our quality team for investigation. The photo was visually inspected and a leakage through the stopper ribs can be observed. The stopper appears to be correctly assembled to the plunger and there is not obvious damage that could have caused a leak. A device history review was performed for the reported lot 1910732, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1910732 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: it has been received 1 picture for investigation. Upon visual inspection of these pictures it can be observed leakage between stopper ribs. The stopper is s correctly assembled to the plunger and no damage or molding defect can be observed in it that could cause leakage. DHR of lot 1910732 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of 50 ll lot, 1910732 are evaluated. Upon visual inspection of these 10 samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in the ten samples. (See attached pictures). Leak test is also carried out with the 10 retained samples according to procedure pc-039 and iso 7886-1 annex d. All of them meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod that could have caused leakage. (See attached pictures). According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift, printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, assembly:32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet, functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot, primary packaging: once in the first pallet and once in last pallet of the lot. Since no manufacturing defect can be observed in retained samples evaluated and since they meet iso 7886-1 annex d for leak test, the root cause of the alleged defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that a bd plastipak¿ 50 ml concentric luer lock syringe leaked. The following information was provided by the initial reporter: "we use it to manufacture cytostatics. The liquid runs into the rubber stopper. This problem occurs frequently and is extremely dangerous for product and employees."